Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue where the device was randomly rebooted and displayed a black screen with a password prompt. A field service engineer (fse) troubleshot the issue where the station was intermittently booting to the basic input or output system (bios) password screen. Upon arrival, the station was working properly. The fse powered off the station and reseated the hard drive and serial advanced technology attachment (sata) cable connected to the docking board, after which the station powered on without issue. A reboot from the maintenance screen reproduced the problem, so the fse replaced the sata cable using a replacement kit. The station was tested through multiple reboots, and each time it powered on normally, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cathlab main pyxis rebooted randomly and displayed a black screen with a password prompt. However, there were no delays or adverse events or injuries reported based on this event.